Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting a compromised force sensor system alarm. They had already disconnected from the device. The drive support cap was protruded. They did not recall pressing the cap while connected. The insulin pump will be returned for analysis.